Event description:
The patient has two anchors from the same lot. It was reported, the patient is experiencing pain and swelling at the anchor site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.